Event description:
Complainant alleged that during biomed testing the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The bridge board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend/